Manufacturer narrative:
(B)(4). Date sent: 03/20/2020. Additional information was requested, and the following was obtained: materials manager still does not have any more info and the surgeon has had no more like cases for me to see him on this.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? Could you please provide the current patient status?

Event description:
It was reported that during an unknown procedure, the circular stapler fired, but did not cut tissue completely. No further details were given on the procedure or how the case was completed. It is unknown if there were any adverse consequences to the patient. No additional information is available at this time.